Event description:
Boston scientific received information via remote monitoring that this device had been programmed to a ventricular tachy mode of monitor only. Several attempts for additional information were made. No additional information was provided. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.